Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the returned product consisted of a sterling balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the complaint incident. The shaft, balloon and tip were examined. The balloon material was longitudinally torn with a complete circumferential tear. The distal portion of the balloon was pulled distally over the tip. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the fg sterling otw 4.0mmx80mmx80cm (4f) balloon ruptured during inflation. The procedure was completed with this device. The patient was reported to be doing well.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the fg sterling otw 4.0mmx80mmx80cm (4f) balloon ruptured during inflation. The procedure was completed with this device. The patient was reported to be doing well.